Event description:
It was reported that the patient's artificial urinary sphincter was leaking. The device was removed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.